Event description:
The pt, first implanted in (B)(6) 2013 with a cochlear implant, could only detect loud sounds. The device was explanted.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.